Event description:
I have a medtronic insulin pump that is supposed to be replaced within 24 hours if it fails. My pump failed on friday (B)(6) 2017, and the company has failed to replace the insulin pump. I have been using an emergency back up plan to administer my insulin. The company medtronic has told both myself, and my provider they do not have any insulin pumps to replace the defective ones, even though they are obligated to do so in 24 hours, and in fact they stated to both of us that they are not even sure if they will be able to replace it. As of this report, I cannot even get the company to call me back. My blood sugars have steadily gotten worse, and my provider is working with me to come up with a solution by continuing to adjust my emergency back up plan.